Event description:
It was reported that the patient with long term back problems presented to surgery with lumbar spondylosis l3-4 above a previously instrumented fusion at l4-s1. The patient underwent a procedure for anterior lumbar interbody fusion at l3-4 with cougar cage, anterior plate instrumentation, dbm, and bmp. At 14 months post-op the patient had symptoms of back pain that radiates down the leg just about all the way to the ankle. He does have some left leg weakness with prolonged walking, no numbness or tingling. The patient presented to surgery with non-union at l3-4. The patient underwent a procedure for facet fusion at l3-4.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.